Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Iabp users and services must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power. Other remarks: n/a corrected data: n/a

Event description:
It was reported "when pump was unplugged the pump stopped pumping with in minutes. They charged the battery overnight and when tested the same thing happened." To continue therapy, the pump console was swapped out. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "when pump was unplugged the the pump stopped pumping with in minutes. They charged the battery overnight and when tested the same thing happened." To continue therapy, the pump console was swapped out. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).